Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: please quantify blood loss. 800 ml was anything abnormal noticed with the device function? No abnormal function noted. Please explain what is meant by ¿the staples had parted¿. The two sides of the right hepatic vein previously closed by staples were apart and the vein was open what was the shape of the staples? I think they were closed meaning they had pulled through the tissue. Did the issue occur on the entire staples line, distal, or proximal portion? Entire staple line. Was it with every staple or a few? What color cartridge was used on the right hepatic vein? White. Were the named veins skeletonized first or taken with additional tissue as a hepatectomy? Skeletonized. Will the coroner¿s report be available for review? Yes.

Event description:
It was reported that during a right hepatectomy for colorectal ca procedure, the surgeon stated that the operation was proceeding normally. He used the device to cut and staple the portal vein with no problems. The device worked fine and did not have any abnormal noises or feel to the cut. He then used the device again to cut and staple the right hepatic vein. Again the device worked fine and did not have any abnormal noises or feel to the cut. He inspected the cut line of both cuts immediately after the cuts and stated that the cut lines looked fine and that the staples did not appear to be malformed. He waited about 30 seconds after clamping the stapler to allow compression of tissue to occur for each cut. About four to five minutes later after the sectioning of the right hepatic vein he noticed that there was some blood in the surgical field and on inspecting the right hepatic vein cut, he saw that there was an open section along the cut which was bleeding. The doctor used the term that it appeared that the staples had "parted". He sutured the leak in the cut line. He stated that it appears that as a result of the opening, the patient may have suffered an air embolism which then resulted in the patient's death. The doctor stated that there were no ligaclips in the way of the cut. The doctor stated that the patient had completed a course of chemotherapy about six weeks prior to surgery. The (B)(6) coroner will be investigating the case and they have kept the device. No device will be returned.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2016. Added additional information. Batch # (B)(4) the analysis results found that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received fully fired. In addition another tr35w cartridge was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.